Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified common femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications nor injuries were reported.